Event description:
It was reported that the implantable neurostimulator (ins) battery was ¿bad¿ and ¿defective.¿ the patient reported she was told that the healthcare provider (hcp) would want to fix the pocket and suture the ins in place and replace the battery. The patient stated she was never able to get more than four coupling bars and she would have to lay on it for eight to ten hours in pain and get a little bit of charge that would last maybe two days. The patient noted ¿we knew we would have to back in but thought it was a pocket issue,¿ and they thought the battery had flipped. The coupling problems got worse to the point where she couldn¿t charge at all and met with the manufacturer¿s representative (rep) who tried to get it charged and different things but was only able to get two coupling bars and told her that she would not be able to get a sufficient charge from this and the ins would need to be replaced. She tried charging for six hours with two coupling bars and was still not able to turn stimulation on. She had been in pain and was waiting to hear back from the hcp¿s office regarding when the surgery would be scheduled. The patient stated they were waiting on some type of form from the manufacturer and they sent all the paperwork to the manufacturer as they were requesting that the manufacturer pay for the battery because it was defective. It was noted that a couple months after implant the patient got extremely sick with a cancer diagnosis. The manufacturer¿s representative (rep) further noted that the battery was not completely flipped it seemed that it was more sideways then flipped due to excessive weight loss/gain. They were waiting on insurance approval but the patient was doing fine just wanted it working. The patient had their battery replaced on (b)(46).

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).